Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient¿s blood glucose (bg) reached 200 mg/dl while wearing the pod. After realizing elevated bg levels, patient found the canula had not retracted as intended. These are indicators that a needle mechanism failure occurred. As treatment the patient removed the pod.